Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in order to reduce edema for the patient, the doctor performed the large lumbar drainage tube for the patient. The surgery's process went smoothly. After the surgery, the cerebrospinal fluid of the drainage tube was found to overflow, and a hole was found about 20 cm away from the tube's tip. The drainage tube was replaced, and a new tube was implanted. It was noted there was no injury to the patient.